Event description:
It was reported that during a gastric sleeve procedure, during the second firing on the stomach with a blue reload, only one row of staples formed on the patient's side. The remnant stomach appeared to have all three rows form. There was bleeding at the site of the incident. Bleeding was stopped using a clip applier. A new device was opened along with new reloads. The gastrectomy was completed with the new device. The surgeon then returned to the area where the misfire occurred. He removed the clips and fired a new reload over that area.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Damaged one piece sled. The analysis found that the device was returned in good visual condition and with an blue reload loaded in the device. The reload was noted left side fully fired and the right side had the two inner rows partially fired. Upon evaluation of the reload, the cartridge body, some drivers and one piece sled were noted to be damaged. In addition, the pan was out of position. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. An intra operative video was received. Upon review of the video, the device placement and compression time seemed adequate. The position relative to the existing first staple line appeared fine with no potential staple line crossing issues apparent. It was concluded that a potential cause of the reported event may be the result of a cartridge selection relative to the tissue thickness mismatch. However, based on the video evidence, a cause cannot be determined for the reported event.